Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead was broken, there was undefined resistance and it was noted that the lead's impedance increased approximately 9 years earlier. It was further reported that during the device change, the physician was unable to gain access for the new atrial lead, so the original atrial lead was plugged into the new device and the device was programmed vvi. No patient complications have been reported as a result of this event.